Manufacturer narrative:
The technician found the head drive was worn out. The technician replaced the head drive to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the head section was drifting. No patient impact.